Event description:
The care team was finishing a procedure today and noticed that the patient's foley catheter had come out and appeared to have a deflated balloon. They reinserted one and that one also came out almost immediately as well. Then they re-inflated the balloon and there was a hole in it. Both foley's had the lot #ngjy3771. They used a foley with a different lot number and that one held fine. The reporting caregiver got another kit with the #ngjy3771 number and tested the balloon and there was no leak. Manufacturer response for catheter, retention type, balloon, surestep foley tray system (per site reporter). Waiting for their response.